Event description:
It was reported to manufacturer that the vns pt was seen for follow up and both normal mode and system diagnostic tests revealed high lead impedance. The pt reported to the physician that he had a seizure and fell in january. In addition, the physician noted that the pt is not a good historian in regards to seizure frequency and may not be complaint with his medication regimen. The pt requested that the device remains programmed on, despite the presence of high lead impedance, and despite the recommendation of the physician to program the device off. X-rays were taken and sent to manufacturer for review. There were no gross lead discontinuities visualized in the portions of the lead that could be assessed. The pt will likely be referred to a surgeon to replace the device, however, a surgical consult has not yet taken place.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.